Event description:
After insertion of iol into the right eye, a defect was noticed on the surface of the iol. The surgeon decided to leave the iol in rather than risk a possible complication from removing the lens. Reason for use: vision correction.